Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported deformation due to compressive stress was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the right coronary artery (rca) with heavy tortuousity. The 2.8x19 mm graftmaster covered stent could not cross to treat the area and the proximal shaft was kinked during removal. Another graftmaster covered stent was used to complete the procedure. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.